Manufacturer narrative:
(B)(4). D10: 42508606801; cruciate retaining left size 10 pps standard femur. 66278242. 42535007501; 0â° spiked keel left size f osseoti tibia; 66215223. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported from a clinical study that a patient had an initial left total knee arthroplasty. At the one year follow up, the patient reported severe pain and difficulty with daily activities. All available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following. Findings: initial notification ¿the event was increased swelling/discomfort and decreased rom noted at about 6 weeks. Post-op. No reported fall or cause of the increased swelling.¿ ¿ findings are not captured in complaint at this time as they are not reflected or have resolved by the 3-month postop visit. (B)(6) 2024; 3 months postop ¿ slight-mild pain, moderate difficulties ¿ pain 3/10, very satisfied ¿ rom 0-115 ¿ no pain medications, no abnormalities on xray. (B)(6) 2024; office notes ¿ patient continues to experience difficulty walking and leg weakness, currently performing minimal home exercise program and uses his power chair and walker for ambulation assistance. ¿ patient continues to experience difficulty walking and leg weakness, currently performing minimal home exercise program and uses his power chair and walker for ambulation assistance. ¿ incision well healed without concern, no tenderness to palpation, rom 0-120 ¿ x-rays show no concerns, implants in excellent position with no evidence of loosening, radiolucency, osteolysis, or wear ¿ patient has been dependent on a motorized wheelchair for quite sometime, encouraged patient to be as active as possible. ¿ patient would like further pt, ordered. (B)(6) 2025; 1 year postop ¿ severe pain and problems ¿ pain 8/10, neutral satisfaction. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.